Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that prior to the leadless ipg procedure, a temporary pacing lead perforated into the pericardial space. The patient was quite sick and was admitted to the intensive care unit (ICU). The lead was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the leadless implantable pulse generator (ipg) micra av2, the deflection mechanism to cross the tricuspid valve no longer pointed the device towards the valve, making it difficult to obtain a place where capture was acceptable. Multiple positions were attempted. A new leadless implantable pulse generator (ipg) av2 was used which also had capture issues in multiple locations however, it was ultimately implanted with high thresholds and the patient was returned to the intensive care unit. The threshold the following morning had come down and the second leadless ipg remains in use. No patient complications have been reported as a result of this event.